Event description:
Info received indicated the brake casters would not hold.

Manufacturer narrative:
The casters had broken stems preventing the brakes from holding. The casters were replaced which resolved the issue.